Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window, cracked battery tube threads, cracked reservoir tube and missing end cap was noted.

Event description:
Customer reported that the insulin pump is alarming motor error, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.